Event description:
It was reported the device is subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced prophylactically. The patient was stable. Additional information was received indicating the noise resulting in oversensing was not due to the device but due to the right ventricular and right atrial leads.

Manufacturer narrative:
Event of noise resulting in oversensing was previously reported as 2017865-2025-12773 and 2017865-2025-12774.

Event description:
During a remote follow up, noise that resulted in over-sensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The estimated implant date is in 2017.